Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible resulting in an error message. Abbott technical support was contacted and the event was due to an egm anomaly. The event was resolved by performing a firmware download on the device. The patient was in stable condition.